Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, and subsequently triggered a lead safety switch. Then noise and oversensing were noted, which appeared to be minute ventilation/respiratory sensor oversensing. The lead was tested in bipolar configuration, and loss of capture was observed at maximum outputs. The lead was tested in unipolar configuration, and normal lead measurements were observed. The plan was to leave the device programmed to unipolar configuration. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.